Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the unit caught fire while charging in the bedroom.

Event description:
Provider alleges the unit caught fire while charging in the bedroom.

Manufacturer narrative:
The joystick cable was damaged/broken with evidence of electrical resistance where the cable separated. The joystick cable was attached using the incorrect tie down point. A wire tie was placed on the receiver arm instead of by weldnut on arm upright. This likely caused damage to the joystick cable while raising the arm as there was inadequate slack for upward articulation. The proper controller harness routing instructions including tie down points are defined on pg. 11 of the owner's manual and allow for full arm articulation upward. It is unknown who set up the chair for the consumer post final release but the manual states that it is mandatory to use the correct tie down points during setup/assembly